Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 12 years since the subject device was manufactured. Based on the results of the investigation, no image displayed was caused by a video connector socket. The specific root cause of video connector socket failure could not be determined at this time. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was evaluated by olympus. The evaluation confirmed the reported event of no video when plugged in. The evaluation uncovered a worn-out video connector pin which caused poor connection and need replacement. The faulty parts were replaced. The device was inspected and passed olympus functional standards. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that during preparation for use, the visera pro video system center had an intermittent image when plugged into the video port. There was no harm or user injury reported due to the event.